Manufacturer narrative:
H6; code c19- a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Partial device was explanted and discarded. Remaining device is still implanted and will not be returned. The product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6; conclusion code updated. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, infection and endoleak.

Manufacturer narrative:
(B)(4). It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak, infection, aneurysm rupture, and surgical conversion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent an endovascular procedure for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses, with opcab (off-pump coronary artery bypass grafting). During the procedure, the final angiography showed a type ii endoleak but the type ii endoleak was not treated, and the procedure was completed. On (B)(6) 2023, a suspected infection and a proximal type I endoleak were reportedly observed, and the aneurysm ruptured. Open surgery was performed for repair, and reportedly the proximal part of the trunk - ipsilateral leg endoprosthesis was partially explanted and anastomosed with a vascular graft (details unknown). Suspected infection was reportedly observed from the proximal part of the trunk - ipsilateral leg endoprosthesis to the aneurysm. During this second procedure, there were no reports of type ii endoleaks being observed. The physician reportedly stated that he believes that a type I endoleak caused the rupture of the aneurysm, and the patient was not in good condition prior to the procedure.